Manufacturer narrative:
Concomitant medical products: concomitant devices: ps tibial inserts sz 2, 13mm, cat# 204-22-13 / serial# (B)(4). Trapezoid tibial tray sz 1f/3t, 2f/3t, cat# 204-04-23 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, this (B)(6) male patient presented with a left mal tracking patella. The in-situ patella was worn down to the bone on the lateral side. The poly liner was also found serious wear and being exchanged in the surgery. Patient was last known to be in stable condition following the event. Devices will return.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections d9, g3, g6, h2, h3 and h6 have been updated accordingly. (H3)the revision reported was likely the result of slight rotational mismatch between the femoral and tibial components (femoral component internally rotated and/or tibial components externally rotated), malrotation of the femoral component in the frontal plane, and patient-related conditions, which led to wear of the tibial insert and patella. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.